Event description:
It was reported patient underwent a meniscal repair on (B)(6), 2012. During the procedure, the marxman gun fired the implant without the surgeon pulling the trigger. There was a surgical delay due to intervention to remove the implant. Another marxman was used to complete the procedure.

Manufacturer narrative:
Review of the returned device found that the needle of the needle/hub part of the device was bent beyond functional capability. It is unknown at what point the needle became bent. Root cause of the reported misfire could not be determined.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and polymeric aspects of the surgical implants."